Manufacturer narrative:
Investigation summary: no samples sent/received of IV-extension tube 25 cm pvc l-l catalog 397251 with lot number unknown. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. No samples were received from customer complaint, we could not confirm the issue stated by the customer, and we cannot assign it as a manufacturing defect. We could not determine the root cause and cannot confirm the issue stated by the customer. We do not produce this catalog # any longer. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition stated by customer. There was no report of serious injury or medical/surgical intervention that occurred as a result of this incident. No corrective action is required at this time.

Event description:
It was reported that the tubing of the bd connecta ¿ extension tube had a hole in the tube causing to leak medication during use. Extensive leakage led to medical intervention with the "home visit duodopa specialist: in consultation with the parkinson nurse decided to train the patient to replace the extension tube herself."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubing of the bd connecta ¿ extension tube had a hole in the tube causing to leak medication during use. Extensive leakage led to medical intervention with the "home visit duodopa specialist: in consultation with the parkinson nurse decided to train the patient to replace the extension tube herself."

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the tubing of the bd connecta extension tube had a hole in the tube causing to leak medication during use. Extensive leakage led to medical intervention with the "home visit duodopaspecialist: in consultation with the parkinson nurse decided to train the patient to replace the extension tube herself."